Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a male pt who used super poligrip original denture adhesive cream. A physician or other health care professional has not verified this report. In 2001, the pt used super poligrip original denture adhesive cream. At an unk time after using super poligrip original denture adhesive cream, the pt experienced nerve injury. Treatment with super poligrip original denture adhesive cream was discontinued. At the time of reporting, the event was unresolved. According to the legal complaint, the pt "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." It was further reported the pt's "injuries and damages are permanent and will continue into the future." F/u info was received on 6/19/2012 via medical records. On (B)(6) 2009, the pt had an abnormal electromyogram (emg), which was indicated due to neuropathy. The study showed mild peripheral neuropathy nerve inflammation/irritation. On (B)(6) 2009, the pt had a neurology consultation due to peripheral neuropathy, etiology undetermined; neutropenia; and seizure disorder. The pt's symptoms began two years ago (2007). He believed they were related to chemical exposure at work where he was exposed to methylene chloride and cu5, which was a copper based product. This was more of a chronic exposure, which he described was in a vapor form. Neurological symptoms began with numbness in the fingers, traveling up to the elbow and in the legs, predominately in the feet and moving up to his waist. Both occurred within a two week time frame. The numbness had regressed, but he found it difficult to walk due to weakness of the toes and knees. He believed he had developed seizures as a consequence of the chemical exposure. He described stuttering of his speech, limbs jerked, and then he would pass out. He was treated with keppra for this, but did not have to take it every day. Recently, the pt had been found to have severe neutropenia and the differential included medication effect, infections, or an autoimmune process. This case has been upgraded to medically serious by gsk.

Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).